Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found the host pc was not booting up, due to bad cmos battery. Therefore, the fse decided to replace the host pc. The supplier's part analysis has conclusively determined the cause of the host pc failure was due to defective power supply. To resolve the issue, the fse replaced the host pc, restored new license and performed several reboots, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.